Manufacturer narrative:
Device has been requested, but has not been received by MFR in time for this report. The result of the investigation are not available at the time of this report.

Event description:
The event is reported as: staples jamming. The defect was not identified during a medical procedure. No pt injury reported.